Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the non osseointegration of one dental implant, ti titamax ex implant (4.1) 3.75x9 mm, but did not provide any other information about the case.